Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported experiencing pain at the ipg site. The patient indicated the pain begins when charging and travels down her leg and stops a few hours after she stops charging. The patient denied any heating while charging. The patient has stimulation on at all times, even while charging. The sjm representative contacted the patient and indicated the patient is experiencing pocket warming while charging. The sjm representative also advised the patient to not charge and turn her stimulation off until she is able to consult with her physician. The patient is to meet with her physician as the next course of action.